Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an error code 46822 occurred during pre-test. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint was confirmed. The probable cause is due to the defective printer wire assembly (pwa) mainboard. The pwa mainboard was replaced.